Event description:
On (B)(6) 2013 the reporter indicated that there was an issue with air bubbles in the cartridge. No lot number was provided. On (B)(6) 2013, a cartridge was returned to animas. On (B)(6) 2014 follow up with the patient indicated that the returned lot number persistently/continuously has bubbles in it. It was alleged that every cartridge in the box had this issue and that the reporter followed proper filling technique and ensured there were no bubbles in cartridge before loading in pump. It was noted that the reporter filled the cartridges with insulin direct from the refrigerator. This complaint is being reported as the issue was not resolved.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.